Event description:
It was reported that an infusor was leaking at the luer lock connector with a huber needle during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation did not confirm the reported condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. Visual inspection and leak testing were performed. No leak was observed. Therefore, no cause could not be identified.